Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction stemmed from a specific user being unable to access medications. A technical support specialist confirmed that the issue was resolved by customer. The device functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that when using pyxis medstation es system medication was inaccessible. The user confirmed that their access had been revoked, resulting in their inability to access any medications. There were no adverse events or injuries reported based on this incident.